Event description:
It was reported that an automatic lead safety switch (lss) from bipolar to unipolar occurred due to a right ventricular (rv) pacing impedance measurements of 2000 ohms. Review of the presenting electrogram (egm) showed appropriate function with some noise on the rv channel that is not sensed. Trended data showed a corresponding increase in rv threshold measurements over the same time frame. The system remains in service and no adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.